Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced loss of consciousness; however, upon regaining consciousness the customer were able to self-treat with food (unspecified). No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced loss of consciousness; however, upon regaining consciousness the customer were able to self-treat with food (unspecified). No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed on usb port. Due to the damaged usb port the reader was not able to be charged and so the reader did not turn on. The reader was further de-cased and placed into the reader test fixture to download reader data. Unable to extract reader data due to liquid contamination. Therefore, issue is not confirmed to use due to damaged usb port. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.